Manufacturer narrative:
Concomitant medical products: product ID: 9735736, serial/lot #: software version: (B)(4), ubd: unknown, UDI#: unkinown. A manufacturer representative went to the site to test the equipment. It was reported that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was taking a long time to power on. Additional information was received. The nurse explained that the issue wasn't taking to long to power on, as much as it would not power on unless plugged in, which was due to the battery being dead. The battery was replaced in the unit, and it now powers on within 30-45 seconds. It was verified 3 times so the issue is resolved. No patient involvement was reported.